Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a balloon inflation process. Based on the available information that supports or confirms the failure, it cannot be determined that the failure is related to a manufacturing or design defect.

Manufacturer narrative:
The swan-ganz catheter was received for evaluation. Customer report of balloon leakage was confirmed due to torn balloon. As received, balloon was found torn and inverted over the distal bonding site. The edges of the tear did not appear to match up. The balloon also was noticed torn at the distal bonding. The edges of the distal torn appeared to match up. All through lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed on the catheter body. An engineering investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient and during testing of this swan ganz catheter, the balloon leaked. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, the balloon was found torn and inverted over the distal bonding site, and the edges of the tear did not appear to match up.